Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A true root cause for the reported bleeding could not be determined from the information provided.

Manufacturer narrative:
The reported information indicates that an additional procedure was needed due to post-implant bleeding. (B)(4).

Event description:
Medtronic received information that 1 day post implant of this tricuspid bioprosthetic ring, the patient experienced bleeding which required surgical intervention. No other adverse patient effects were reported.